Event description:
The nurse from the surgeon's office contacted the depuy mitek product complaint line stating one of their pt had a versalok pull-out post-op. The pt is a female who originally had the device implanted in 2009. The surgeon's office is reporting the bone quality is good, the surgeon was satisfied with the fixation, and it was not loose. The nurse is reporting the pt had reported continuous pain from the surgery and for a time it was believed to be post-op pain from the surgery itself. When the pt complaints to the surgeon continued he sent the pt for x-rays which revealed the device and pulled out of the bone. Three months later, the device was removed from the pt's shoulder. The nurse wanted to know what the next steps are. I explained we would open a product complaint to document the event and if possible would like to get the device back for eval. She reported the pt insisted on keeping the device which the surgeon ultimately gave her. She wanted to know if the pt could contact mitek, I gave her the 800 number for the quality, option 4 and my name. She also wanted to know what we could tell the pt about the device failure. I explained without the device, medical and physical therapy records, it would be extremely difficult to determine the exact reason for the event. She indicated she understood and would pass on the info to the pt. In conversation with the sales rep, he indicated the surgeon told him the pt wanted to talk to the sales rep and is demanding a formal apology in writing from depuy mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.